Event description:
Caller reported a malfunction on pump, identified as malfunction code 3, with fault ID 0x2076, and noted previous events did not contribute to the issue. There was no reported impact to the customer¿s blood glucose level. Customer's pump was out of warranty, but a new tandem mobi was available; however, initial pump training was pending. Customer did not have a backup insulin therapy, so cts advised reaching out to a healthcare provider for options, which the customer understood and acknowledged.